Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report that the driveline was briefly disconnected was confirmed through the evaluation of the log file that was provided by the account. On "day 4" of the log file, the low flow and low speed hazard alarms became active and the pump's' motor stopped. These alarms remained active for approximately 11 minutes and appeared to have been caused by a physical disconnection of the driveline as indicated by active ¿controller cell low¿ and ¿pump disconnected¿ alarms. The remains ongoing on (B)(4) and no additional complaints have been reported at this time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. A pump off and system controller cell low alarm occurred. Pump disconnected and low flow alarms were also in the history. The nursing home reported that an alarm was misinterpreted at the nursing home and the driveline was briefly disconnected by mistake. They reported that it is likely that the patient did not lose consciousness, but suffered dizziness. Personnel at the nursing home stated that the equipment was alarming and the room-mate of the patient told staff to change system controllers. That is when the single driveline disconnect event occurred, as the nursing staff momentarily disconnected then quickly reconnected the driveline.